Event description:
Report received indicated that during a percutaneous transluminal angioplasty (pta) to the carotid artery, the vessel dissected with the catheter and thrombolytics activity was present. The vessel flow was seen slow in the angiogram, however, after treatment with heparin and warfarin there was a satisfactory outcome. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni